Manufacturer narrative:
The customer's strips were received for investigation and were tested with a retention meter and control material. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl, results: level 1: 43, 43, 44 mg/dl, level 2: 293, 298, 297 mg/dl. All results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. Factors that can influence the results include traces of food on the fingers or fatty residues from skin cream products, residues of water or disinfectant on the skin, or impaired peripheral circulation. Medwatch fields were updated.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results from accu-chek inform ii meter serial number (B)(4).. The result at 5:15 pm was 472 mg/dl. The result at 5:16 pm was 354 mg/dl. The customer did not know which result was used for patient treatment or which result the operator thought was correct. The normal for this patient was around 119 mg/dl ¿ 326 mg/dl. There was no allegation of an adverse event. The customer stated the controls are to run daily and have to pass to use the meter. The controls were in range right before the customer called customer support. The suspect meter and strips were requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.